Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product" and later reported "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the anterior side assessed as surgical impact opening . Anxiety product-procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick stress marks.

Event description:
Healthcare professional reported left side "exchange due to patient¿s concerns with the product" and later reported "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.